Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gold probe device failed to transmit current. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. It was reported that the patient was not harmed.

Manufacturer narrative:
A visual examination of the returned device found a kink in the distal section of the catheter. An electrical load test was performed on the device, and the results were below specifications. The device was analyzed by x-ray and the internal wires were found to be kinked and broken in the distal tip. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gold probe&#10244;evice was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gold probe device failed to transmit current. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. It was reported that the patient was not harmed.